Event description:
Traumatic birth - physician applied vacuum extractor; unable to pull baby out; did a c-section. Baby born with severe head trauma, swelling, poss. Fx.transferred to another medical center for acute care, baby exired 3/21. Vacuum extractor seems to be working fine, however, we can't be sure.